Event description:
It was reported that the balloon would not deflate and back to the operating room to remove the catheter by the cystoscopy, the nurses in the postoperative area commented that they had some difficulties with some foley's and perhaps they had a bad batch of foley catheters. Per additional information received, the operator was able to remove 4ml of fluid from the balloon leaving 6ml. The tubing collapsed while trying to suction the rest of the 6ml. The nurse and the doctor tried to remove the foley with no success. The doctor performed the ultrasound to deflate with no success. The patient was taken back to the surgery for the foreign body extraction, the catheter was not collected and the original packaging was discarded after the original surgery. As per the additional information received on (B)(6) 2020,there was only one incident and the catheter was not saved. Additional impact on the patient included a second surgery for the removal.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"indication for use: drainage of urine.directions for use:1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use.2. Using proper aseptic methods, remove catheter from package.3. Prepare patient per hospital/nursing recommended procedure.4. Proceed with catheterization using standard techniques.5. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water-illed luer-tip syringe. Do not use a needle tip syringe to inflate balloon.6. Connect catheter to collection container.7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate.caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and /or lead to injury, illness or death of the patient.valve type: use luer slip tip syringe. Do not use needle.recommended inflation capacities5ml balloon: use 5ml sterile water10ml balloon: use 10ml sterile water30ml balloon: use 35ml sterile waterdo not exceed recommended capacitiescaution: federal (u.sa.) Law restricts this device to sale by or on the order of a physician.storage: store catheters at room temperature away from direct exposure to light, preferably in the original box.caution: do not aspirate urine through drainage funnel wall.warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst.after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations.caution: this product contains natural rubber latex which may cause allergic reactions.sterile unless package is opened or damaged.do not use if package is damaged."corrections: d1h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon did not deflate and back to the operating room to remove the catheter by cystoscopy, the nurses in the postoperative area commented that they've had some difficulties with some of the foleys and had commented that perhaps we had a bad batch of foley catheters. Per additional information received the operator was able to remove 4ml of fluid from the balloon leaving 6ml. The tubing collapsed while trying to suction the rest of the 6ml. The nurses and doctor tried to remove foley without success. The doctor did ultrasound to deflate and no success. The patient was taken back to surgery for foreign body extraction, the catheter was not collected and the original packaging was discarded after the original surgery. As per the additional information received on 07 aug 2020,there was only one incident and the catheter was not saved. Additional impact to the patient included a second surgery for removal.